Event description:
The advocate called on behalf of the (B) (6) customer. The customer tested her blood glucose and received a reading of 17.3 mmol/l (311 mg/dl) using her contour link meter. The customer felt as if her glucose was low, so she retested using another contour link and received a reading of 3.8 mmol/l (68 mg/dl). The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer's test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.